Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 396.891. Lot number: 26p0946. Manufacturing site: haegendorf. Release to warehouse date: november 29, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection has shown that the inner threaded shaft of the holder is bent and completely blocked in the outer shaft. In addition, the front part of the outer shaft is slightly deformed. There are also signs of impact visible on the knurled surface. Functional test / dimensional inspection: functional test and dimensional inspection could not be performed as it was not possible to disassemble the inner shaft. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Document/specification review: a manufacturing record evaluation was performed and no non-conformances were identified. Summary: the returned holder was examined, and the complaint condition was able to be confirmed as the holder is completely jammed and could not be disassembled. The review of the production history revealed that this holder was manufactured in november 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. This complaint condition is most likely a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the instrument could not be disassembled because the thread of the instrument is defective. This was discovered during the cleaning process. This report is for one (1) holder short f/cervios+syncage-c short. This is report 1 of 1 for (B)(4).